Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the ethinicity was african american. Concurrent conditions included obesity and bipolar disorder since 2010. Concomitant products included escitalopram oxalate (lexapro) since 2010, paracetamol (tylenol) since 2010, risperidone (risperdal) since 2010 and trazodone since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), headache ("headaches") and migraine ("migraines") and was found to have weight decreased ("weight gain / loss (specify which one) both") and weight increased ("weight gain / loss (specify which one) both"), 14 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain / lower stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy (full),salpingectomy(bilateral), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, headache, migraine, weight decreased, weight increased and abdominal pain lower outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: date of removal- hysterectomy with unilateral salpingo-oopherectomy- (B)(6) 2015 left unilateral salpingectomy ¿ (B)(6) 2015 partial right. And hysterectomy with unilateral salpingo-oopherectomy ¿ (B)(6) 2016 right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure (batch no. 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the "ethinicity" was african american. Concurrent conditions included obesity and bipolar disorder since 2010. Concomitant products included escitalopram oxalate (lexapro) since 2010, paracetamol (tylenol) since 2010, risperidone (risperdal) since 2010 and trazodone since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), headache ("headaches") and migraine ("migraines") and was found to have weight decreased ("weight gain / loss (specify which one) both") and weight increased ("weight gain / loss (specify which one) both"), 14 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain / lower stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, headache, migraine, weight decreased, weight increased and abdominal pain lower outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: date of removal- hysterectomy with unilateral salpingo-"oopherectomy" ¿ (B)(6) 2015 left unilateral salpingectomy ¿ (B)(6) 2015 partial right. And hysterectomy with unilateral salpingo-oopherectomy ¿ (B)(6) 2016 right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain". Most recent follow-up information incorporated above includes: on 8-jan-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, migraines, headaches, weight loss, weight gain, lower stomach pain, lower abdomen pain, abdominal pain. Lot number, essure insertion and removal date, reporter information, medical history, age, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.